Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and chest pain occurred. In (B)(6) 2015, a 4.0mm synergy¿ drug-eluting stent was implanted in the mid circumflex artery (lcx). Four days later, the patient came in the hospital with complaints of chest pain and a stent thrombosis was then noted in the previously implanted stent. Subsequently, a 3.0 rebel monorail stent was implanted to treat the event and was post dilated with a 3.5 balloon catheter. Manual aspiration was also performed and the procedure was completed. No further complications were reported and the patient was okay.